Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30july2019.

Event description:
The customer reported that the ventilator's touchscreen was faulty. It is unknown if the ventilator was being used on a patient at the time that the problem was discovered; however, there was no patient harm.

Manufacturer narrative:
Date rec'd by MFR: 13aug2019. Date of report: 20aug2019. Although requested, confirmation of patient involvement could not be obtained. The customer reported that replacing the touchscreen resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.